Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was 225 mg/dl. Customer alleged that the pump was not delivering insulin appropriately. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Reportedly, the customer had been filling cartridges incorrectly.